Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion during therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was reported that a spectrum pump would not alert to upstream occlusion right away, if at all, but continued to run without alarming during therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available. H6: medical device problem code: a070908 additional information: h6, h10 h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A photograph of the sample was provided for evaluation. The photo was reviewed and the drip chamber appeared to be overfilled, however, a definitive cause cannot be drawn from the photo sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had undetected upstream occlusion during therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.